Event description:
It was reported that during a laparoscopic assisted cecectomy procedure, the device cut but did not seal the bowel. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: on which firing did this occur? 1st. Did the device staple? Yes. If the device stapled, was the staple line complete? No. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Legs straight. The analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. On which firing did this occur? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)?